Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, lab: 3.4. Date: (B)(6) 2011, inratio: 1.8. Pt's target therapeutic range is 2.0-3.0. Pt had blood in his urine around (B)(6) 2011.

Manufacturer narrative:
Investigation pending.